Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7072190 / 7078607. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5109401 / 3047523.

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure.